Event description:
Nurse entering pt info into him - powerchart. Upon entering height they entered both metric and english measures. When this data comes to pharmacy system the height measures are added together. This then presents false info for pharmacy to use for dose calculations (bsa, ibw, crcl). These could lead to serious or life threatening medication errors. The same summary of height is displayed on flowsheet in powerchart.